Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a transistor, designator q5. Q5 was electrically shorted which caused the device to be unable to power off and unable to charge, in order to defibrillate.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would reboot by itself. There was no patient use associated with the reported event.